Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the proximal right coronary artery. The 4.00 x 30mm agent dcb was introduced to treat the target lesion but the balloon material ruptured. The procedure was completed with a balloon angioplasty catheter resulting in 25% residual stenosis and timi 3 flow. It was additionally reported that the target lesion was 50% stenosed, and the agent dcb was inflated to 14 atm for 25 to 30 seconds when it ruptured.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the proximal right coronary artery. The 4.00 x 30mm agent dcb was introduced to treat the target lesion but the balloon material ruptured. The procedure was completed with a balloon angioplasty catheter resulting in 25% residual stenosis and timi 3 flow.